Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific that a spyglass discoverer catheter was utilized in a biliary stone removal procedure on (B)(6) 2026. During the procedure a basket and lithotripsy were utilized for about three hours with an irrigation pump. The screen on the spyglass discoverer catheter began to flicker, and the video output slowed significantly. Due to these technical issues, the scope eventually stopped functioning as intended, making it impossible to complete the procedure as planned. As a result, the physician made the decision to end the procedure prematurely and reschedule the treatment for a later date. The procedure was cancelled and will be rescheduled.